Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the did not work and that it stopped when they connected it with the pedal, was partially confirmed. The following defects were found during evaluation : the chamber holder and the guide line is bent - replaced. The top housing is bent - replaced. Both covers are broken - replaced. The connector was loose - all screws and nuts tightened. Footswitch connector was damaged - exchanged. Cpu board defective - repaired. Unit was not calibrated correctly - newly calibrated. Pinch valve failure - replaced. Further, a mechanical upgrade was performed, pressure mechanism re-adjusted, pneumatic circuit checked, and the device was cleaned, repaired, tested and found to be fully functional. The identified failures clearly are a result of user mishandling of the device or a probable fall during transport or storage. User error would have resulted in the incorrect calibration of the device. The defective components of the device would have caused the device to not function as intended as reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the fms duo+ pump/shaver combo device did not work. According to the report, the device stopped when it was connected to the pedal. During in-house engineering evaluation, it was determined that the covers on the device were broken. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.